Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 07/24/2015 device evaluation: the meter has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the meter¿s device history had error 1 codes. The meter powered on normally and the error codes could not be duplicated during the investigation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.